Manufacturer narrative:
Other, other text: device evaluation: one level 1 hotline low flow system, systems was returned for analysis. Visual inspection performed, and device found with leds on pcb damaged, enclosure cracked at water tank cover causing leak, both covers cracked, and line cord was worn. Visual inspection was performed, then investigator fill water tank, attach temp check, plug in line cord and turn on device. The customer reported problem was confirmed. According to the investigation the reported problem was caused by cracked enclosure by drain fitting. Investigator replaced enclosure by the drain fitting to correct the reported primary problem. Also replaced pcb, both covers and line cord. Pm and calibration completed for device. The problem source of the reported problem is user interface.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking from the reservoir. No patient injury or complications were reported in relation to this event.